Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "concern with the product." Additionally, healthcare professional reported "wrinkling", "bruised looking breasts", "redness", "swelling", "big and firm", and capsular contracture, baker grade unknown. Device has been explanted and discarded after surgery.